Event description:
In 2007, the patient stated that her blood glucose had been "hi" for the past 24 hours and she does not feel well. She stated that, she received 8 occlusions (04) while trying to bolus. She stated that, she disconnected from her infusion site and was able to bolus through the infusion tubing without error. She stated that, she changed her infusion set and she was then able to bolus without error. She stated that later, when she attempted to deliver another bolus, she received another occlusion error. Troubleshooting did not reveal any issues with the product. Upon follow up, the patient stated that her blood glucose had returned to normal. The pt did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.